Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote fc balloon catheter. The balloon was loosely folded. There was contrast in the balloon and lumen. The balloon, markerband, proximal bond, tip, and hypotube were microscopically inspected. Inspection revealed damage to the tip with damage to the inner shaft (inner flattened for 15mm, inside of the balloon) and numerous kinks in the hypotube. An inflation device was attached to the hub of the device and the balloon was inflated to rated burst pressure (rbp). The balloon held pressure for 5 minutes and did not leak. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a coyote balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a coyote balloon. No patient complications were reported and the patient's status was good.